Manufacturer narrative:
(B)(4). During an internal review of analysis results for this lead family, this specific lead underwent additional testing. It was noted that no x-ray had been performed during the initial analysis. Therefore, x-ray analysis was performed. No fracture was visualized at the distal end of the terminal pin as previously suspected; instead, analysis found that the cathode (inner) coil was fractured at the distal tip. Due to this fracture, the helix could no longer be actuated.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. After several deployments of the helix, the helix became stuck. A new lead of the same model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.